Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. . The sensor was wearable was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient was at work when the patient suddenly was confused and disoriented. The patient drank and juice and the blood glucose reading went up to 36 mg/dl. An ambulance was called by the hotel staff. Colleagues called an ambulance. When the paramedics arrived, the patient was treated by the paramedics with a glucagon injection. The patient recovered after treatment and no further treatment would have been needed, and the reading went up to 198 mg/dl. There was no cgm reading provided from before or during the event, but the patient stated that the cgm device was not ¿calculating¿ the hypoglycemia. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).